Manufacturer narrative:
Narrative 1.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, when powering up, the pump immediately alarmed and displayed 1210 and would not boot further. The pump was reprogrammed and was able to run normally. This was noted to a transient error that caused a system fault. Reloading the firmware was able to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that during testing the device gave error codes 1210 and 1281. No patient involvement.